Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient could not adjust with company lens and had vision blurry. Clinical reason for explant included patient was not satisfied with visual outcome. The iol was exchanged for monofocal noncompany lens following the initial implant procedure. Additional information has been requested.